Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 90-145 mg/dl. Reportedly, customer inadvertently entered an incorrect amount of units which decreased their bg level. Customer attempted to self treat by consuming carbohydrates, however was monitored at the ER until bg levels were resolved. Customer was released from hospital on (B)(6) 2022 with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.